Event description:
A surgeon reported a (B)(6) year old male patient had an increase in intraocular pressure (iop) following a pars plana vitrectomy, laser and gas bubble for a vitreous hemorrhage in his left eye. On post operative day one, the patient presented in the office with an intraocular pressure of 75mmhg and hand motion visual acuity. The patient was placed on a medication therapy. The patient had to undergo an additional procedure of a cataract extraction with intraocular lens implant one week post op. The surgeon is not sure if the cause of the increased iop was the technician or the system gas fill. The patients symptoms have resolved with treatment, iop is currently 18mmhg. The current visual acuity was not provided by the surgeon. This is the first of two reports.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).